Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss coverage despite reprogramming. It was also reported that the patient was experiencing worsening pain and was not getting better coverage on her feet. The patient underwent a revision procedure wherein two linear leads where added to cover more of her foot pain. No device malfunction was suspected. The patient was doing well postoperatively.